Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that  the site felt like the system was greater than 10 millimeters inaccurate. The health care professional (hcp) stated that the registration process was very slow. The system was having difficulties reaching the minimum trace. The site rebooted the system, then auto refined the scan. The system was still slow to reach minimum trace. Once the hcp reached the minimum trace, they stated that the navigation was still noticeably off. There was a cerebrospinal fluid (csf) leak that the hcp believes was because of the inaccuracies that weren't noticed by the primary hcp. The patient had "very difficult anatomy" the hcp stated. The patient was okay, and the hcp was able to patch the leak with no issues. The surgery was completed with minimal trust and use of the navigation system. There was less than an hour delay to the case. The hcp reached out to ask about the inaccuracies/tips for slow registration. The manufacturer representative (rep) stopped by on october 2nd to test the system. The system worked as expected. The scan was not to protocol (coronal scan) and the model was missing the tip of the nose. The rep spoke with the hcp again on october 3rd who stated that they were probably tracing over the nose and that they were not sure how the primary hcp on the case had traced for the initial setup.

Manufacturer narrative:
H3: the software team reviewed the case details. As per the case details, the site observed inaccuracy issues and the system was slow to reach trace. The system had no issues performing the registration on a demo model and also confirmed that the scans used for the procedure were not per protocol and missing the tip of the nose. Suspecting the scans protocol issue might cause the reported behavior. However, scans will not be available, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.